Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The harmonic ace instrument was found to have a blade broken. A broken piece, approximately 0.41" x 0.10" was returned. No material appeared to be missing as the broken assembly was pieced back together. Blade damage may be detected by the generator with a solid tone or an error. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested for return of the harmonic ace instrument for failure analysis evaluation. However, as of the date of this report, isi has not received the product for failure analysis. Therefore, the cause of the customer reported failure mode cannot be determined.

Event description:
It was reported that during a liver resection da vinci-assisted surgical procedure, the blade of the harmonic ace instrument broke. A fragment reportedly fell inside the patient. The entire piece was retrieved from the patient's body during the same procedure. The customer completed the procedure using the backup instrument with no further issue reported.